Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, the metallic wires came out from the tip of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that there was no harm to the patient and no fragments fell into the patient.